Manufacturer narrative:
Approximate age of device - 3 years, 2 months. (B)(4). Additional information was requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced profound right ventricular failure and renal failure. Interrogation of the system controller history revealed elevated lvad parameters. The patient had experienced a prior episode of hemolysis on an unspecified date. This episode was previously unreported to the manufacturer. The patient did not wish to be placed on dialysis, and expired due to multisystem organ failure on (B)(6) 2017. Additional information was requested but has not been provided.

Manufacturer narrative:
Device evaluation no product was returned for investigation. A correlation between the pump and the reported event could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was tested for hemolysis in (B)(6) 2015. The patient's lactate dehydrogenase (ldh) met the definition of hemolysis but plasma hemoglobin was (B)(6). Hemolysis was ruled out.